Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample when tested on a dimension exl with lm instrument. It is unknown if the initial result was reported to the physician(s). The sample was repeated on an alternate instrument with a higher result. After troubleshooting was performed on the dimension exl with lm instrument, siemens customer support personnel asked the operator to then repeat the patient sample and compare the results. The customer repeated the sample and the result aligned with the alternate instrument result. It is unknown if the corrected result was reported to the physician(s). While investigating the issue, the siemens headquarters support center was not able to find the results in the instrument log files. The information was requested from the customer again and the customer verbally provided discordant initial and repeat values that did not match the values initially provided. It is unknown if the values provided during follow-up were for the same patient sample or a different sample. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result(s).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist instructed the customer to stylette all rotary valve and tower ports, replace the sample diluent bottle, replace the x-tubing, and align the pump. The customer also replaced the salt bridge cap assembly due to salt buildup, replaced a sensor, and ran a system conditioning. The cause of the discordant, falsely low sodium result(s) is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.